Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and confirmed t-wave oversensing during non-sustained ventricular tachycardia episodes.

Event description:
It was reported that t-wave oversensing (twos) was seen on the implantable cardioverter defibrillator (ICD) monitored episodes. The physician complained the episodes seem to occur at exactly the same hour and asked if this behavior could be induced by any device function. Device testing was performed and they were unable to reproduce behavior in clinic. The ICD was reprogrammed with less sensitivity value to avoid detecting t-waves and remains in use. The patient will be monitored closely via carelink. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.